Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of regurgitation could not be confirmed through visual observations. X-ray demonstrated wireform intact. Frame distortion was observed around leaflet 3. Two non-transmural leaflet damages were observed on the outflow aspect of leaflet 2. Fibrin-like material was observed on the inflow and outflow of all three leaflets. Valve appeared in similar condition as in the image provided by the customer; as received all three leaflets were in the closed position.

Manufacturer narrative:
Based on the findings from r&d, customer report of central regurgitation was not confirmed. Functional testing determined that the trf is 1.1% compared to the maximum allowed 10% per iso. There was no central hole or central regurgitation detected. The echocardiographic images provided show that there was probably a severe paravalvular leak.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device has not been returned to edwards for evaluation. A image evaluation was performed. Customer report of central regurgitation could not be confirmed image evaluation. Evaluation was performed through one color image provided by the customer. The image showed the valve at the outflow aspect. One of the leaflets was observed to be in the opened position. Based on the information received, the cause remains indeterminable.

Manufacturer narrative:
The device has not been returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Without return of the device or additional information the cause cannot be determined and clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 19mm aortic valve was explanted after an implant duration of approximately 21 days due to central regurgitation. As reported at the time of implant, the patient's annulus was irregular and heavily calcified, procedure was performed in full sternotomy, interrupted suture technique and u-stitches were used. As reported the implant procedure was successful. On explant, it was observed that one of the leaflets did not work properly however, no valve deformation was observed. Additionally the valve was well seated and there was no paravalvular leak. The surgeon decided to remove the valve and replace it with a non edwards valve of the same size (19mm). The patient was noted as to be stable in good condition.